Manufacturer narrative:
No corrective actions have been required based on this report.

Event description:
This case was reported by a consumer's wife and described the occurrence of neoplasm in a male patient who received poligrip (super poligrip) for partial dentures. A physician or other health care professional has not verified this report. The patient's past medical history included multiple sclerosis. Concurrent medications included pain medication and muscle relaxant. In 2004, the patient started poligrip (dental); it was reported that the poligrip would ooze out onto the corner of the consumer's lip and he now has a neoplasm in that spot. He was seen by a specialist two months later, who removed the neoplasm and sent it for biopsy. It was reported that the specialist said he never heard of a denture adhesive causing a neoplasm and thought it was only a coincedence. This case was assessed as medically serious by gsk. Treatment with poligrip was continued. The event is unresolved.